Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Patient identifier: complete sid: (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely decreased alinity I estradiol result of 352.5 ng/ml on a female patient that was questioned by the physician. Results provided: on (B)(6) 2019 (patient stimulated in vitro) = 1259.3 pg/ml; sid (B)(6), (B)(6) 2019 = 352.5 / >1000 / 2801.2 / 2914.9 pg/ml; (B)(6) 2019 = >3000 pg/ml. No impact to patient management was reported.

Manufacturer narrative:
Review of complaint activity for lot 95187ui00 did not identify an increase. Return testing was not completed as returns were not available. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. A review of product labeling, including dilution protocols, was performed which provides appropriate information related to the customers issue. Based on the available information, no deficiency of the alinity I estradiol assay was identified.